Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 420 mg/dl at the time of the incident. It was reported that the customer was having high blood glucose above 420 mg/dl. The customer do not feel okay for troubleshooting. The device will not be returned for analysis.